Event description:
A healthcare facility in the united kingdom reported that the power fail alarm of an iw980 wall mount infant warmer had failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in the united kingdom where it was evaluated by a trained f&p technician. Results: during device assessment, it was found that the unit's power fail alarm had failed. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event could be the failure of the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.